Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was stuck in magnet mode. The programming changes were made. The patient was in stable condition and will continue to be monitored.